Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe there was any deficiency with the suture used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: patient safety in surgery 2012, 6:25. Doi:10.1186/1754-9493-6-25.

Event description:
It was reported in journal article ¿reconstruction of displaced acromio-clavicular joint dislocations using a triple suture-cerclage: description of a safe and efficient surgical technique¿ the purpose of this study was to evaluate the functional and radiological outcome after triple cerclage fixation for anatomic reconstruction of acute acromioclavicular (ac)-joint dislocations rockwood type iii to v with resorbable sutures. For this retrospective data analysis, the authors evaluated the records of all patients operatively treated due to ac joint dislocation rockwood type iii to v between 2007 and 2009 in a level 1 trauma center. In all cases, an anatomic reconstruction of the coracoclavicular (cc) and the ac ligaments using cerclages with resorbable sutures was performed. An early failure of the cerclage reconstruction with complete re-dislocation was found and revision surgery was performed, which revealed a knot breakage of the suture. At final follow-up, the patients showed excellent functional results. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4).